Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high out of range pacing impedance measurements, and pacing failure. It was suspected this rv lead was fractured even thought the x-ray did not reveal any abnormalities. The decision was made to implant a new rv lead. This rv lead was surgically abandoned. It was also noted the pg was replaced due to battery status approaching elective replacement indicator (eri). No allegation against pg. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.